Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow-up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a patient had been receiving d10 and was requiring hourly glucose checks. The rn collected hourly volumes infused (from an unknown source) and discovered that only 3.39ml infused between 0330 and 0400, when 13ml was the expected volume to infuse. The rn checked the patient's glucose and replaced the device. The customer is unable to confirm whether the glucose check was an additional intervention or part of the previously ordered glucose checks. There was no other impact to the patient, and no harm. The customer suspects the event was due to a programming error.

Event description:
It was reported that a patient had been receiving d10 and was requiring hourly glucose checks. The rn collected hourly volumes infused (from an unknown source) and discovered that only 3.39ml had infused between 0330 and 0400, when 13ml was the expected volume to have been infused. The nurse checked the patient's glucose and replaced the pump module; however the nurse was unable to confirm whether the glucose check was an additional intervention or part of the previously ordered glucose checks. There was no other impact to the patient, and no harm. The customer suspected the event was due to a programming error. Although requested, no further information was provided by the customer.

Manufacturer narrative:
The customer¿s report of an underinfusion confirmed. During physical inspection the only anomalies identified were dull iui connectors. The pcu event log shows pump module s/n (B)(4) was programmed to infuse IV fluid (drugid (B)(4)) at a rate of 9ml/hr with a vtbi of 45ml at 1:22 pm on 07 november 2018. At 6:01 pm, the user changed the vtbi to 108ml. At 8:28 pm, the user changed the rate to 13ml/hr and selected yes to the guardrails warning ¿rate exceeds guardrails limit of 10ml/hr. Proceed?¿ at 9:03 pm, the user paused the infusion. At 9:03 pm, the user programmed a delay for 6 minutes. At 9:09 pm, the device alarmed for callback before infusion. The user then selected the device and programmed a delay for 2 minutes. At 9:11 pm, the device alarmed for callback before infusion and the user restarted the infusion. At 3:13 am on 08 november 2018, the primary infusion completed and the infusion stopped. At 4:01 am, the user changed the vtbi to 26ml and started the infusion. At 4:19 am, a channel disconnect occurred and pm s/n (B)(4) was removed from the system. The user selected softkey 14 to address the channel disconnect pop-up. At 4:20 am, the user powered down the system and the system is shutdown and powered off. The volume recorded a being infused during this period was 153.635ml. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the customer¿s experience of an underinfusion was identified as due to user programming (delay options).

Event description:
The nurse recalls resetting the rate without changing the volume to be infused (vtbi), and they were expecting the device to alarm early. The device didn't revert to a "tko" (to keep open). The customer would like to know why the device didn't alarm.